Event description:
It was reported that this right ventricular (rv) lead triggered a safety switch (lss) due to high out of range (oor) pacing impedance measurements greater than 3000 ohms. High pacing threshold measurements and episodes with noise were also observed, so x-ray imaging was performed, and no obvious displacement, movement or damage of the lead was seen. A month later, the patient returned to the hospital due to episodes of dizziness, and upon device interrogation, it was noted that the pacing impedance trend was still showing high and low oor values, but no noise or sensing concerns were detected during provocative maneuvers. Approximately three months later, the patient was admitted to the hospital for a system revision, and this lead was replaced. Measurements were optimal, so the patient was discharged, but a few days later, the physician contacted boston scientific indicating that the pacing impedance was now reaching oor values again, so they suspected a device header defect. Technical services (ts) reviewed data from the device and indicated that episodes had been stored with non-physiologic noise oversensing that could have been caused by either the minute ventilation feature, electromagnetic interference, or myopotentials. Ts advised to have the pacemaker device replaced and to evaluate if the new lead shows optimal measurements or if it also needs to be replaced during that procedure. At this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).